Event description:
N/a.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) alarmed for system over temperature.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue of the over temperature. To fix the issue the fse replaced the scroll compressor along with the temperature probe and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed for system over temperature. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.